Event description:
It was reported that during a lap cholecystectomy, the outer sleeve of the device had a crack. Another device was used to complete the procedure. No patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. D4: serial #= na.